Event description:
It was reported bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "we noticed some irregularities with the syringe tips lately."

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo displayed the graphic side of a 10ml syringe package (p/n 302995) from batch #1119960. One photo showed the tip of a syringe with a visible piece of flash present. One photo showed the syringe collar with visible flash extending from it. It was unable to be determined from the photos if the product is conforming or non-conforming. Physical samples are required for a more thorough evaluation including flash measurement to receive a potential root cause determination. Since root cause could not be defined, corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "we noticed some irregularities with the syringe tips lately."